Event description:
Spoke with patient's father, he said that the screen on one of daughter's pump (sn#(B)(4)) went blank. He heard the pump alarming last night but he could not remember if there's any message on the screen. He switched the pump right away and patient did not experience any adverse drug event or interruption in therapy. Since the pump is continuously alarming that sounds like a siren and won't stop, he resorted to removing the battery to turn the pump off. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.